Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual evaluation, a delamination was observed on the polyurethane (pu) of the cavity ID end of the dialyzer extending from approximately 310° to 50°, with the dialysate ports situated at 0°. The pu was also noted to be unevenly distributed. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there were two other complaints reported against the lot. Both address an internal blood leak (one confirmed delam with sample and one no sample). A review of the production record was performed. There was one temporarily approved dn noted and was unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility administrator (fa) reported that an internal dialyzer blood leak occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The fa confirmed no external blood leak was observed. The fa stated a membrane rupture was visualized in the dialyzer and in the hansen lines. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood was visually noted within the dialyzer housing and hansen lines. No damage was identified on the dialyzer prior to use. Per fa the patient¿s estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator (fa) reported that an internal dialyzer blood leak occurred immediately after initiation of a patient¿s hemodialysis (hd) treatment. The fa confirmed no external blood leak was observed. The fa stated a membrane rupture was visualized in the dialyzer and in the hansen lines. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood was visually noted within the dialyzer housing and hansen lines. No damage was identified on the dialyzer prior to use. Per fa the patient¿s estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.